Manufacturer narrative:
(B)(4).

Event description:
It was reported episodes of nonsustained right ventricular oversensing were observed due to post paced t-wave oversensing. The patient was asymptomatic. Programming changes were made.